Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The vector breakdown measurements indicate the high impedance seems isolated to the svc coil. Technical services (ts) indicated that since there was a coil-to-coil measurement it is not likely a fracture but rather calcification. The vector was reprogrammed to distal coil-to-can and the patient will be monitored. No adverse patient effects were reported. The product remains implanted and no intervention was performed.